Event description:
It was reported that the patient had revision surgery of a left total knee arthroplasty. There was either disassociation between the cement and baseplate or cement failure with baseplate, necessitating re-operation to replace both. Original date of surgery was (B)(6) 2010.

Event description:
It was reported that the patient had revision surgery of a left total knee arthroplasty. There was either disassociation between the cement and baseplate or cement failure with baseplate, necessitating re-operation to replace both. Original date of surgery was (B)(6) 2010.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding implant loosening involving simplex bone cement was reported. Device history review indicates there were no reported discrepancies for the referenced lot. Complaint history review indicates there were no other events for the reported lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history, follow-up notes, and implant identification information are needed to complete the investigation for determining root cause. The event was not confirmed.